Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that patient underwent removal of implant on (B)(6) 2012 due to pain for both patient and husband.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted concurrently with hysteroscopy, d&c and novasure ablation due to sui, pop, and abnormal uterine bleeding.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.